Event description:
It was reported that the patient experienced erosion. The ipg system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 457453 lead; 5076-58 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.